Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead impedances and thresholds have been rising for a few months. Shock impedances remain stable at 82 ohms. No noise on the lead at this time. Therapy in the ICD was turned off to prevent inappropriate shocks to the patient. This lead remains implanted but not active.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.